Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection found the device exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces were returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the wir form that a tasp was returned and reported fractured. This was discovered post-surgery in the central sterilization department during reassembly.